Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation a "low inspiratory pressure" error was identified on the device's error log. The sensor board was replaced to address the reported issue. The device passed all additional testing.